Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : functional evaluation of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review was conducted by the manufacturing site. The DHR was received from iron mountain and reviewed by the supplier. 100% inspection was performed on this insert trial (p/n (B)(6), lot bfi0e3v) batch using a pin gage for the 0.7188 bore hole. In addition to this inspection, a cmm scan was performed. The feature (0.7188 bore) is manufactured at op30. A review of the operation at op30, indicated that there were no parts scrapped related to this operation. Additionally, from this review, there was no indication of tooling change or any adjustment that occurred during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insert has a smaller inner diameter than the trial post and cannot be attached to it. There was a five minute surgical delay.